Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (e315 error code) was not confirmed or duplicated. In addition, service found the bending angle in up direction was out of specification, and the gap of the up/down knob was out of specification, due to wear of the angulation wire. The adhesive on the bending section cover was broken, the scope connector cover was corroded due to leakage, the distal end was scratched, the objective lens was chipped, the objective lens was scratched, the light guide lenses were chipped, the light guide lenses were scratched, and the light guide lenses were discolored. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device displayed an e315 error code (scope error). The reported issue occurred while preparing the subject device, prior to an unspecified procedure. There was no report of patient or user injury due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Event description:
Additional information was received from the user facility regarding the reported event: the intended procedure was diagnostic. The intended procedure was completed without a delay.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code e315 was due to abnormal electrical parts caused by water invasion in the scope connector because of user handling. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image.¿ the event can be prevented by following the instructions for use which state: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.